Manufacturer narrative:
Visual inspection performed on the broken screw by (B)(4) on jul 31st 2015: from a visual inspection of the screw removed from the joint after the surgery, it has been noted that the screw broke at the beginning of the threaded part. As described in the event description the remaining part of the screw was left in the tibia tray. The x-rays shows that any part of the screw exceed the upper level of the tibia tray. It means that the screw was completely screwed. We can suppose that the breakages was due to excessive torque applied during fixation. On 25 august 2015 a final report was prepared with the information already reported into the initial report and the analysis here above. On the same day, the final report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 24 june 2015: lot 145473: (B)(4) items manufactured and released on 10 nov 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On 10 june 2015 we got the following comment: "doctor puts metal implants with a the trial pe he is waiting that the cement is dry then sets up the final pe and screws. The breakage was very fast while tightening just started". On 25 june 2015 the medical affair director checked the x-rays and made the following analysis: this case presents good x-rays and no signs that should alarm for the survivorship of the implant or patient safety. The screw of the base plate has limited dimension and therefore limited resistance; it can be broken by human force. In most cases, the screw is unnecessary, it is only used as a supplementary measure of safety, particularly so on an insert of only 10mm thickness. I do not expect any device-related problems in this case. On 26 june 2015 the r and d director reported that without pieces is not possible to do any preliminary evaluation.